Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon investigation the monitor powered on normally and the resets were unable to reproduced. On (B)(6) 2016, further troubleshooting was able to duplicate the resets. The cause for the resets was isolated to a defective digital signal processor u500 on th computer/analog pca. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was resetting.